Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported a burning smell and lid latch malfunction on their customer's statspin vt unit; the unit was beeping constantly and the stop button malfunctioned and would not stop the unit; the operator unplugged the unit and was struck with centrifugal contents but did not require medical intervention; the rotor and o-ring were replaced 3 months prior to this event. There were no reports of smoke, fire or sparks. According to the distributor, its customer elected not to return the unit for further evaluation.